Manufacturer narrative:
As reported no patient injury has occurred. An inter operative photo was provided detailing the condition. The photo shows areas of the mesh where the hydrogel can be seen; however, there is a small area where no hydrogel can be visualized. A lot number was not provided; therefore, a review of the manufacturing records is not possible. Based on the review of the provided inter operative photo, we can confirm that there is a small area on the mesh that does not appear to have any hydrogel coating. However, we are unable to determine a root cause. As reported it appears that the surgeon followed the prescribed method of preparation and implantation, however as reported he used either a 10 or 12 mm trocar. Product identifiers were not provided, therefore, the size of the device used is unknown; the IFU recommends that a 15mm trocar be used with the larger sizes of the device to ensure proper deployment without damage to the device. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol: it was reported that after placing and fixating the ventralight st mesh a void was noted on the surface of the sepra coating. The surgeon reports that he first identified the condition of the mesh after insertion and that no problem was identified during preparation prior to insertion. As reported the mesh was hydrated for a few seconds and rolled sepra side in and placed through a 10/12 mm trocar. The surgeon reports that the mesh was left in place and the patient has experienced no problem since placement. The surgeon reports that he plans to monitor the patient and is taking no other action.